Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead was explanted due to intermittent loss of capture at 6.5 volts at 1.0 ms. This was attributed to exit block, and as a result the lead was explanted and new rv lead was implanted. The new rv lead was placed in a new location with a threshold of 1.0 v at 0.5 ms with no loss of capture or exit block noted. No adverse patient effects were reported.